Manufacturer narrative:
Evaluation summary: the device was tested at nominal settings. Analysis shows the device is at beginning of life (bol) with normal functionality. Electrical, mechanical and environmental tests performed indicated that the device exhibited normal device characteristics with no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
The patient expired from an unknown cause. There were no allegations that the device contributed to the death. An autopsy was unable to determine the cause of death.